Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. It was also reported that patient has been occasionally extracting insulin from previously used cartridges to fill new cartridges. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.